Event description:
Customer reported that the sensor gave inaccurate readings. The blood glucose reading was 283 mg/dl while the sensor glucose reading was 67 mg/dl. Customer also reported that she received a calibration error alert. Customer was advised on proper calibration technique. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.